Event description:
It was reported that the pre-operative diagnoses for this patient was- de novo scoliosis, degenerative disc disease, and spinal foraminal stenosis of l1 to l5. The following procedures were performed: a first stage one direct lateral minimal invasive interbody fusion of l1-l2, l2-l3, l3-l4, and l4-l5 using peak spacer, infuse, cancellous allograft, and mastergraft with anterior fusion of l1 to l5. Infuse and cancellous allograft were first impacted between body of l4-l5. Also, spacer packed with infuse and collagen local autologous bone graft, cancellous allograft, and mastergraft was impacted between the body of l3-l4. A second stage segmental pedicle screw instrumentation of l1, l3, adn l5 in the right side with arthrodesis of l1 to l5 in the right side using cancellous allograft was performed. It was reported that the patient's post-op period was marked by severe and painful complications which included but were not limited to, the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009 the patient presented with the following preoperative diagnosis: de novo scoliosis, degenerative disc disease, spinal fo raminal stenosis of l1 to l5. The patient underwent the following procedure: first stage one direct lateral minimal invasive interbody fusion of l1-l2, l2-l3, l3-l4 and l4-l5 using peek spacer, rhbmp-2, cancellous allograft and bone graft matrix with anterior fusion of l1 to l5. Per op notes: ¿all of the disc material and cartilage taken out. Then, using a sizer, decided to go with 50 millmeter in length and 12 millimeter in height. The incision irrigated copiously with normal saline. Then on the back table the rhbmp-2 prepared using co hagen with rhbmp-2 and cancellous allograft first impacted between the body of l4-l5. Subsequently, spacer of 12 millimeter height inserted between the body of l4-l5, position constantly verified with ap and lateral c-arm.¿ ¿the blade applied, and then the disc removed with shaver and different size curette. At this level, I used after complete evacuation of the disc can cello us allograft and rhbmp-2 impacted between the body of l3-l4 and peak spacer again with 50 millimeter length and 12 millimeter height, filled with rhbmp-2 and collagen impacted between the body of l3-l4. The screw from the blade removed, and park needle inserted in disc space of l2-l3. The emg was normal again. Dilation performed, the blade applied and using different size shaver the disc of l2-l3 taken out completely using cobb elevator going contra laterally to penetrate through the annulus fibrosis in the left side, then at this level we decided to use 14 millimeter in height with 50 millimeter length spacer packed with rhbmp-2 and collagen local autologous bone graft, cancellous aiiograft and bone graft matrix impacted between the body of l3-l4.¿ the patient also underwent the following procedure: second stage segmental pedicle screw instrumentation of l1, l3 and l5 in the right side with arthrodesis of l1 to l5 in the right side using cancellous allograft. The procedure performed under g-arm fluoroscopy guidance and under intra operative emg monitoring evaluation. Per op notes: ¿pedicle cutter passed around the k wire. It was stimulated which was negative at 15 milliamp at all levels. Then, the catheter was taken out. At each level we used a 50 millimeters cannulated screw. Then, using the rod measuring device and we measured the rod. It was 130 millimeters. Then, stab incision made. The rod assembly system was assembled to the screw holder, and 130 miiiimeter rod passed through the head of the screws without difficulty. Set of screws were applied, segmental compression applied. Final tightening was accomplished..¿